Event description:
Dealer states : the (B)(4) on the existing chair updated issue description per (B)(4) notes: for (B)(4), the dealer stated that the (B)(4) on the existing chair is bent. Replacing both hardware and rigging itself as both are affected, allegedly.